Event description:
(B)(4). About 3 months after easier procedure, I had profuse vaginal bleeding with clots , this came and went. In 2013 the bleeding became nonstop making it difficult to complete work shifts . I literally went through a super tampon and large maxi pad every 30 min to an hour. This went on monthly for a few years. I sought medical help in which the birth control pill was offered to control bleeding. Prior to 2015, I would encounter slight numbness in legs at times. In 2015 I went through a brief period of swelling in left foot where I could not walk for a couple of days. At this time, vaginal bleeding leveled off to normal monthly periods. In 2016 my left wrist and right shoulder started paining . I have no insurance and my pain in my joints to left and right wrists hands fingers and feet are terrible at times. This pain and problems all started after easier insertion. I had no medical history or allergy prior. I am a healthcare professional and truly believe easier has induced rheumatoid arthritis and has turned my body's immune system into a chronic inflammatory state that is constantly fighting leaving me in pain and fatigued. I also can no longer be in the sun as I do not tan but instead my skin flares up in an itchy raised rash! Thank fully I finally have health insurance again !